Event description:
It was reported that a spectrum pump constantly displayed the close door message during testing. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec w/respect to the reported door issue, which was confirmed and reproduced. Eval experienced a close door message while attempting to run a loaded set even though door was latched. This was due to a damaged upper latch switch. The failed latch switch was replaced along with the upper auxiliary assembly.